Event description:
It was reported by a vns treating nurse on (B)(6) 2011 to the manufacturer's manager in (B)(6) that the hospital was having a problem with either their wand or the handheld. Further information was rec'd by the nurse that the wand is working according to specifications but that there is a mechanical issue with the handheld; the battery latch is not holding. The handheld and flashcard are being returned to the manufacturer for product analysis.